Manufacturer narrative:
Correction: this record was incorrectly assessed as a reportable complaint. Per assessment by philips hospital patient monitoring business, this record is not a reportable event based on "a malfunction of the ups or power supply may be associated with a shutdown of the device. The shutdown of the device would be associated with obvious indicators that monitoring is no longer occurring. At that time, alternate means of monitoring would be implemented as warranted. During this timeframe, any bedside devices in use would continue to provide primary patient monitoring and would display a "no central monitoring" inop message. Mx40 devices in use would activate their displays and provide local monitoring and would display a "no central monit" inop message. M4841a devices in use would beep upon loss of communication with the central. "

Manufacturer narrative:
Updated the summary and the code grids.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the ups failed. The fse evaluated the device on site. It was determined that this was a malfunction of the ups. The fse moved the power cord from the network switch to the new ups, verified network switch powered on and verified bedside monitors connected to network and data flow was correct. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ups. The reported problem was confirmed. The customer replaced the ups to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the ups failed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.